Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, supplemental 3500a form will be submitted accordingly.

Event description:
None